Manufacturer narrative:
(B)(4). Batch # m55633. I believe it was the first firing, blue reload, fired on appendix, neither cut or stapled. I don't believe the surgeon remembered how to trouble shoot, thus tissue was cut out. Case occurred a long time ago. No absolute information is readily available. The analysis found that the ec45a device was received in good visual condition and with an ecr45m reload loaded in the device. The reload was received fully fired. Upon further inspection, the reload was noted to have the cartridge deck damage. This damage is consistent with the device being clamped over a hard object. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the instrument jammed. Unable to open jaws. Converted to open procedure and used suture to complete the case.